Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received spi to motor pic communication error alarm. The customer's blood glucose level was 190 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant spi to motor pic communication error alarm followed by unexpected off no power alarm, problem isolated to the mother board. Unable to perform operating currents, self-test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to spi to motor pic communication error.